Event description:
It was reported that the user experienced a prolonged hypoglycemic episode at home, self-treated with multiple doses of oral glucose and administered intranasal glucagon (baqsimi), with no device alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia. Outcomes included the need for emergent self-treatment without hospitalization. Investigation included attempts to contact the user for additional details and blood glucose information. Investigation of this case revealed no device malfunction signals reported and no alarm activity, with the cause remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.